Manufacturer narrative:
Infutronix support staff was able to confirm that the pump had powered down as reported by the caller during the initial troubleshooting but were unable to investigate further since the pump was not available for evaluation. At the time, the caller was instructed to follow-up with the clinic promptly. Three good faith efforts (gfes) were performed to obtain additional details, but none was forthcoming. Subsequently, on 11-jul-2024, the pump was returned to infutronix for investigation. The results of the investigation are not yet available. However, a follow-up report will be submitted once the investigation is completed.

Event description:
Infutronix received a report that the patient experienced a power off during use. There was no patient harm/injury.